Event description:
As reported, on 02/28/06, this pt was implanted with gore tag thoracic endoprosthesis. At an unk date, an unspecified type I endoleak was observed. In 2007, the pt underwent a reintervention in which another gore tag thoracic endoprosthesis was implanted to repair the type I endoleak.

Manufacturer narrative:
A review of the mfg paperwork is being conducted.